Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely tortuous and calcified right coronary artery. When the physician attempted to insert the catheter into the lesion it got caught on the calcification. Although a guide catheter was inserted deep and an additional guidewire for support the 3.00x16mm veriflex (liberte) stent was still unable to cross the lesion. It was then removed and it was noted that there was strut damage. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).